Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 50 mg/dl a few days ago. The customer treated with juice. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer mentioned battery issues. The customer's insulin pump had alarmed weak battery, low battery, and off no power. No issues were identified with the battery compartment or battery cap. The battery lasted more than one week. The low battery alert also occurred prior to the off no power alarm, and the alert occurred more than 24 hours from the low battery alert. The customer was advised that this was normal insulin pump behavior. No products were returned and a replacement battery cap was shipped to the customer.